Event description:
The customer states that false negative results of 0.7 / 0.8 iu/ml were generated by the architect toxo igg assay. The same sample generated positive results of 13 / 14 iu/ml on another analyzer. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). A review of the customer's returned reaction graphs for both the initial run and retest run was conducted. The review shows that there is a significant variance in the amplitude of the chemical reaction between the initial and the repeat results of the sample currently under evaluation. The customer's belief that insufficient sample aspiration occurred could not be confirmed, as neither the returned pressure monitoring (pm) nor liquid level sense (lls) instrument logs covered the date of the occurrence. The abbott architect system operations manual ((B)(4) 2008) and the architect toxo igg assay package insert (B)(4) contain adequate information to address the customer's current issue. A malfunction of the system was not identified. No adverse trends were identified related to the issue and based on the available information, a deficiency in the system was not identified.

Manufacturer narrative:
(B)(4). A review of the customer's returned reaction graphs for both the initial run and retest run was conducted. The review shows that there is a significant variance in the amplitude of the chemical reaction between the initial and the repeat results of the sample currently under evaluation. The customer's belief that insufficient sample aspiration occurred could not be confirmed, as neither the returned pressure monitoring (pm) nor liquid level sense (lls) instrument logs covered the date of the occurrence. The abbott architect system operations manual ((B)(4) 2008) and the architect toxo igg assay package insert (B)(4) contain adequate information to address the customer's current issue. A malfunction of the system was not identified. No adverse trends were identified related to the issue and based on the available information, a deficiency in the system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.